Event description:
It was reported that the physician was implanting a gore viatorr tips endoprosthesis. The device was advanced to the desired location through the introducer sheath. The distal, uncovered portion of the stent was deployed. While the physician attempted to deploy the covered portion, the deployment line broke. The device was withdrawn from the pt and a second viatorr device was introduced and deployed without incident.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. The device was returned with the deployment line intact. Deployment of the endoprosthesis revealed no irregularities with the deployment line.